Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was damaged and the battery cap threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 1/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/22/2015 with the following findings:during visual inspection of the pump it was observed that the pump was returned with a crack alongside the battery compartment. There was no evidence of physical damage on the battery compartment threads. The battery cap was not returned therefore it was not able to be tested. A test cap was used and it was able to secure properly. Unrelated to the original complaint, was observed that the display was dim and the letters had a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.